Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the top slide self-activated when the bottom slide was primed, therefore, the investigation is confirmed for the identified cannula self-activation. The investigation will remain inconclusive for the alleged slides stuck together, as functional testing was not completed due to the identified failure mode. It is likely that the two bent bumpers contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, both slides of the device allegedly moved together when attempting to prime the top slide. It was further reported that the procedure was completed with another device. There was no patient contact.